Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioiq meter was reading blood as control solution. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the subject meter started to read blood as control solution in ¿mid-february¿. The patient, a canadian resident, was on vacation in the united states at the time. The patient manages her diabetes with insulin (self-adjuster). She denied making any changes to her usual diabetes management regimen as a result of the alleged issue. She alleged that ¿the next morning¿, she developed symptoms of ¿headache and nausea¿. She reported, as result of her symptoms, she decreased her dose of lantus insulin from ¿12 to 10 units¿. She indicated that her ¿symptoms cleared¿ after this treatment change. The patient denied using any other device to test her blood glucose levels. During troubleshooting, the cca confirmed that the patient¿s test strips had been stored correctly and she was using the correct testing steps. However, it was not possible for the cca to walk the patient through a retest as she did not have the subject meter available, so the issue remained unresolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 2: the test strips involved with this complaint were returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (06/13/2015).the patient¿s test strips #3744844 have been returned on 5/4/2015 and evaluated by lifescan product analysis on 6/1/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.